Event description:
Additional information was received stating that the device broke in to 2 pieces but the second piece (the red clip) was not able to be found.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device confirmed the reported breakage. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while setting up for a tka, it was discovered that the attune 3.5 posterior saw capture was damaged. Red clip is broken. Der completed and product returned to office. No surgical delay.